Event description:
It was reported that the ventilator tubing got stuck to the trach and was not able to be removed. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. There was device history review as no lot number was reported. If the product is returned, this complaint will be reopened for further investigation.